Manufacturer narrative:
Qn#(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter was kinked and leaking. The customer returned one snaplock adapter and one epidural catheter. The components were received connected together ((B)(4)). The returned sample was visually examined with and without magnification. Visual examination of the returned snaplock adapter revealed the snaplock adapter appears typical with no observed defects or anomalies. Visual examination of the returned epidural catheter revealed that the catheter is used as adhesive material can be seen on the outer extrusion. Also, a kink of the coils can be seen along the extrusion at approximately 6.5cm (ruler c05158) from the proximal end of the catheter ((B)(4)). No other defects or anomalies were observed. A functional leak test was performed per mrq 000017 section 7.5; rev 6 using the returned catheter and a lab inventory snaplock adapter. The returned catheter was inserted into the lab inventory snaplock adapter until it bottomed out and the components were then connected to the lab leak tester (c05176). The pressure was set at 10 psi to other remarks: establish flow. The catheter was found to leak immediately at approximately 6.5cm from the proximal end. This is the location where the catheter is kinked. Microscopic examination revealed a cut or puncture of the extrusion was observed at the same location. The distal end of the catheter was capped off and the pressure was increased to 25 psi for 30 seconds. No additional leaks were detected. A corrective action is not required at this time as the condition of the sample received and the time of discovery indicate that operational context caused or contributed to this event. The reported complaint of the catheter being kinked and leaking was confirmed based on the sample received. The customer returned one epidural catheter. Visual examination of the returned catheter revealed the catheter has a kink along the extrusion at approximately 6.5cm from the proximal end. During a functional leak test, a leak can be seen coming from the same location where the kink was discovered. Microscopic examination revealed a cut or puncture in the extrusion. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related cause. Therefore, based on the time of discovery and the condition of the sample received, operational context caused or contributed to this event.

Event description:
The catheter was found to be kinked, the medical agent was leaking; the catheter was replaced. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device is reportedly unavailable for investigation. The manufacturer will continue to monitor and trend related events.

Event description:
The catheter was found to be kinked, the medical agent was leaking; the catheter was replaced. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The IFU for this product, j-05500-101a; rev. 11, was reviewed as a part of this complaint investigation. The IFU warns the end user, "never advance the catheter more than 5 cm. Advancing the catheter more than 5 cm increases the likelihood of the catheter tip being placed into the anterolateral portion of the epidural space and increases the potential for the catheter knotting." A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of catheter kinking could not be determined based upon the information provided and without a sample.

Event description:
The catheter was found to be kinked, the medical agent was leaking; the catheter was replaced. The patient's condition was reported as fine.